Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue upon investigation of the actual device used in this incident, it was determined that station was not communicating. A field service engineer arrived at the station and found that all drawers failed, and network connectivity was lost. Upon inspection of the rear communication sled, it was discovered that the network cable had been incorrectly plugged into the pyxibus port, causing cascading drawer failures. The network cable was reseated into the correct network port on the communication sled, and the station was rebooted. Network connectivity was verified via the command prompt by successfully pinging the gateway. All drawers were tested using the hardware test application, and all pockets were confirmed to be operational. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a station not communicating. The customer reported that issue occurred when dispensing medications and there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a station not communicating. The customer reported that issue occurred when dispensing medications and there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.